Manufacturer narrative:
The device passed testing for delivery accuracy. The history was downloaded at the manufacturing facility. A review of the history indicated that in 2009 on the event day at 2351, the device was programmed in continuous+bolus in mg, with a concentration of 10mg/ml. A rate of 85mg/hr, a loading dose of 15mg, a 60mg bolus dose with a 5min bolus lockout, no dose limit selected, a container size of 3000mg, and the air sensitivity set to on. At 2352, the delivery was started. At 0000, new date stamp of the next day occurred. Between 0014 and 0249, there were seven 60mg patient initiated deliveries and the delivery stopped. At 0250, the loading dose was set to 30mg, the deliver was restarted, and the loading dose delivered. At 0302, the delivery was stopped. At 0304, a 1041mg shift total was cleared and delivery restarted. Between 0313 and 0551, there were five 60mg patient initiated deliveries, seven unmet demands, a distal occlusion alarm, the delivery stopped, and device powered off. Between 0715 and 1446, the device was powered on six times and off three times. At 1450, the program, history, and 515mg shift total were cleared. At 1452, the device was powered off. A review of the history indicated the pump delivered as programmed.

Event description:
The customer contact reported the patient received more medication than intended. At an unspecified date and time, the device was programmed to deliver an unspecified concentration of dilaudid in the continous + bolus mode, at a rate of 85mg/hr, with a 60mg bolus dose, and a 5 minute patient lockout. No further programming parameters were provided. In 2009 on that day at 0000, the delivery was started. At 0830, the nurse noted the solution container was empty. After an unspecified length of time, it was reported the patient had a seizure and was transferred to the intensive care unit for observation. No medical interventions were required. The device was removed from clinical service. There were no reported adverse patient sequelae. Though requested, no additional information was provided.